Event description:
While undergoing rotablator procedure guide wire tip was noted to be embedded in apex of a small artery. Eventually the wire broke off at the very tip of the left anterior descending artery, it could not be removed with a snare. After repeated attempts at retrieval were unsuccessful, this was aborted, pt did not suffer any chest discomfort or electrocardiogram changes and was hemodynamically stable. He was maintained on heparin therapy after the procedure was completed. He suffered no observable complications, and was discharged to home on 9/7/97.